Event description:
It was reported that there were charging issues with the device, as the charging port had been missing for a long time and required adjustments to the charging cord to make it work. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional information was gathered.